Event description:
Event description guidant received information that a patient with this implantable cardioverter defibrillator (ICD) was discovered to be at end-of-life (eol). His device had been implanted 5 years ago and he had not been to follow-up clinic for 18 months.